Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 81.9 mm ruptured abdominal aortic aneurysm. It was reported that during the index procedure, the initial plan was to use etbf2514c124ee, after the deployment of the contralateral side, the ipsilateral was kept constrained to have the tip capture released first. The cannulation of contralateral gate was initiated but after several attempts it failed to cannulate the contralateral gate, the physician then decided instead to fully deploy first the ipsilateral limb. Then an extension limb (etlw1616c82ee) was placed until the bifurcation of the left common iliac artery. It was reported that since difficulties in the cannulation of the contralateral gate was encountered, the physician then tried to ca nnulate the right side of the main body from the ipsilateral but still failed to cannulate. Angiogram was then performed and showed no flow at the contralateral gate. The physician then decided to switch to an aui, but before deployment of the aui, the physician tried to first to balloon the proximal part of the main body, but upon delivering the reliant balloon, it was seen that the extension limb (etlw1616c82ee) separated from the main body and lost the 3cm overlap. It was stated that aui (etuf2514c102ee) was deployed and extended with etlw1616c124ee to cover the separated limb. The right common iliac artery was then ligated so no occluder was implanted at the right common iliac artery. As per the physician, cause of the event was suspected to be device deficiency of the main body etbf2516c124ee. No additional clinical sequalae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the reported inaccurate delivery and failure to cannulate could not be confirmed on the films provided; therefore the cause of the event could not be determined. Procedural angiogram showing attempts to position and cannulate the devices were not received for a thorough analysis of the event. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration could not be evaluated. It is possible that the patient¿s angulated aortic neck anatomy may have been a factor but this could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.